Event description:
It was reported that, the two rods disengaged from each other. The actual bolt that engages the two together backed out.

Manufacturer narrative:
Device and additional information has been requested. It is not known at this time if the device will be returned for evaluation. If the device or additional information is received, it will be reported on a supplemental report.